Manufacturer narrative:
The user received a sensor replacement alert on (B)(6) 2025, day 98 after insertion. The sensor was received for further investigation. Upon inspection, a small portion of the hydrogel was found missing over the optical area of the sensor, likely damaged during the removal procedure due to excessive force applied by the removal clamps; this is unrelated to the user's complaint. In-house testing of the sensor was inconclusive due to the damaged hydrogel over the optics. A review of the sensor history in dms identified signal fluctuations associated with optical instability. A sensor replacement alert was triggered due to degradation in signal quality. The instability was consistent with increased noise in the sensor signal, which may result in inaccurate sensor glucose readings. The instability could be related to the in vivo condition of the hydrogel, which could not be reproduced during the in-house testing. As part of the resolution, the user was offered a sensor replacement. B4: date of this report 17 dec 2025. D4: additional device information updated. G3: date received by the manufacturer? 17 dec 2025. H3: device evaluated by manufacturer? Yes. H6: type of investigation updated to 10,4121. H6: investigation findings updated to 3224. H6: investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.